Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A consumer reported via an online forum that he/she had a lens exchange because the intraocular lens (iol) blocked his/her peripheral vision and an iol from another manufacturer corrected the problem. No further information is expected as the reporter cannot be contacted.